Event description:
It was reported when battery was removed from device, only two seconds of time before device shut off. The status of the external pulse generator is unknown. There was no patient involvement.